Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles. There was no allegation of serious or permanent harm or injury. New information has been added that the patient passed away in june. There was a report of patient death. Section b1, b2, g3, h1, h2, and h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In previously submitted reports section h10 mentioned incorrect, correct h10 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Additional information was received, and the patient's wife stated the patient passed away in june. The medical intervention was not specified. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Upon repeated attempts to have the device and components returned for evaluation and investigation, the patient's wife stated the patient passed away in june. The patient's wife put philips CPAP in the garbage and said, here's no reason to send me anymore messages. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. The manufacturer previously submitted a report with incorrect sections b1, b2, h1, and h6. Corrections to the previous report are made in this report as follows: section b1 was corrected to adverse event and product problem. (Only product problem were captured in the previous report.) Section b2 was corrected to death to reflect the correct information. Section h1 was changed from malfunction to death.  In section h6, the health effect - impact code was updated to reflect death.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged death. There was no medical intervention required by the patient. The reported event of death and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The customer stated that the device will not be returned as she threw into garbage, the manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem.